Event description:
It was reported that an ilet displayed alert 64 indicating a haptic error, which persisted after a restart, and a replacement ilet was arranged with return of the original device and counseling that the replacement would not be watertight. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included review of the reported alarm, device restart troubleshooting, and coordination for device return and replacement. Investigation of this case revealed a suspected haptic feedback malfunction consistent with a device alarm related to the vibration motor component. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or mechanical failure of the haptic module of the device. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.